Manufacturer narrative:
The event occurred outside of the united states. While this product is not sold in the united states, it is like or similar to a product marketed in the united states.

Event description:
It was reported that the infusion sets were leaking at the headset. It was reported that the patient had numerous leaks with the infusion sets. The patient experienced elevated blood glucose levels. No adverse event was reported. The infusion sets are not expected to be returned for product evaluation.